Event description:
The FDA forwarded a copy of the foi internal report that says: "the pt was undergoing a skin graft to the right ankle from the left thigh. The padgett blades that were being used with the zimmer dermatome were not compatible with the dermatome, which resulted in a deep cut to the pt's left thigh. The blade was switched out with another padgett blade and it too was incompatible. This resulted in another deep tissue injury to the pt. Both lacerations were sutured". This info was reported to the FDA by the user. Zimmer filed an MDR. On 07/18/2008, spoke with risk mgmt who disclosed the lot numbers for both padgett blades used with the zimmer dermatome. This person revealed that the blades were sent to surgery by the sterile processing dept along with the zimmer dermatome and other supplies for the particular procedure. She further indicated that this resulted in "user error that contributed to this incident." Lot numbers provided by the customer are for padgett blade # 3539-252.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info. Add'l lot# n4007.